Manufacturer narrative:
H10: the reported problem was confirmed, and a quote was created and emailed to the customer. The customer did not confirm repair of the unit, no parts replaced, not back in service. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information becomes available at a later date, a supplemental report will be submitted. H11: patient involvement:the device was not in clinical use at the time of the event. There was no report of patient or user harm or impact.

Manufacturer narrative:
Date of report: 19jul2021.

Event description:
It was reported to philips by a customer that the unit would not calibrate and continue to fail. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.